Event description:
Info received indicated the casters continue to swivel when the brake is set.

Manufacturer narrative:
The technician found the casters were worn and not locking. The technician replaced the casters to repair the stretcher.